Manufacturer narrative:
Follow-up #1: date of submission 05/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/02/2016 with the following findings: evidence of large prime volume is illustrated with 102u primed amount, on 3/21/16. On 03/22 pump lost prime at 4:54pm and it wasn¿t primed to resume delivery until 5:59pm. The tdd adds up correctly and reflect the programmed basal rate target. The pump is able to load a 100u cartridge within +/-2.5u correctly; ¿ez-prime¿ steps were performed correctly, unable to duplicate ¿large prime volume¿ complaint. The pump reflected 24u after a 24 hrs on 1u/hr basal duration test, the product delivers within specifications. The pump¿s cover was removed, no intermittent condition was found to the fs flex pin/circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (large prime volume) issue. The reporter stated that the patient had a blood glucose (bg) between 200-300mg/dl with shortness of breath and an emotional issue. Customer support (cs) completed troubleshooting. The prime history was reviewed and the patient needed greater than 10 units more than usual to prime to see drops expelled from tubing. The pump is not priming tubing during load step. This reports is being made due to the bg excursion the patient experienced due to an alleged prime issue.